Event description:
It was reported the patient had an infection and the device was explanted in (B)(6) 2002. It was stated the device was in use for about 6 weeks. About two weeks later, it was reported the patient did not have concerns with their device or therapy. No further information was reported.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7434-e, implanted: 2002-(B)(6), product type programmer, patient product ID 3487a lot# j0214133v, implanted: 2002-(B)(6), product type lead. (B)(4).